Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep stated that he could not duplicate the issue after the mobile view station (mvs) interface cable was replaced under another case. Manufacturer report number 3004785967-2019-01005 captures the mvs interface cable being replaced. For the event reported under this regulatory report, the imaging system passed the system checkout and was found to be fully functional. No parts were replaced on the system during this system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system was saying that the detector is not ready. X-ray was not coming up. There was no patient involvement.